Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported was likely the result of instability. However, this cannot be confirmed as the devices were not available for evaluation. A review of the DHR and the sterilization records was not conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Possible causes of instability for these devices are listed in rmr # 750-2006-012-rmr-implants rev.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due of poly for instability. - no further information provided.